Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other device used: catalog #00598003701, nexgen stemmed tibial component, lot # 62143525, (B)(4); catalog # 00596403212, nexgen lps-flex articular surface, lot # 62119217, (B)(4); catalog # 00597206532, all poly patella, lot # 62154756, (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing loosening.